Event description:
A customer contacted baxter's technical service center to report a spike from the cassette fell out of the bag while setting up therapy on the homechoice (hc) machine. The hc was at "connect bags". The technical service representative (tsr) advised the home patient (hp) to cycle power. The hc went to "press go to start". The hp was able to open the door and remove the cassette. The hp would discard the supplies and start therapy over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded. This complaint for a spike falling out of the bag during set up was not confirmed and no exact root cause was determined due to a lack of sample. Since the lot number was unknown, no batch review was performed. For the (B)(6) renal division trend review held on (B)(6) 2010, a trend review of medical device reports (MDR) between june 2008 and may 2009 was completed for peritoneal dialysis (pd) disposables. No adverse trend was identified for the reported problem code separated within product family x4 apd ancillaries, which the 5c4531c product code is in. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). Sample availability unknown at this time. If the sample is made available a follow up MDR will be submitted.